Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2002. Sought medical attention for redness and swelling at the piercing site 12 days later when oral antibiotics were prescribed. Returned for medical attention the following month and a different oral antibiotic was dispensed. 5 days later, returned to the dr for an incision and drainage to be performed and another oral antibiotic was prescribed. 3 days later pt was admitted into the hosp. During that time another incision and drainage was performed and i.v. Antibiotics were administered. Pt was discharged 2 days later and was continued on oral antibiotcs. 6 days later another incision and drainage was performed and the oral antibotics were continued.